Event description:
It was reported that 30-35 bd insulin syringes with bd ultra-fine¿ needles experienced scale marking issues. The following information was provided by the initial reporter: we wanted to bring to your attention that in almost every package of u-100 bd insulin syringes, the location of the 0 line is off (further down the syringe). Many are 1/2 to 3/4¿ off. This would have resulted in giving our cat a much larger dose (about 30% too much) of insulin that could have significant consequences. We have been buying these since january and estimate that of about 200 syringes, we had to discard about 30-35 of them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this fieldthere were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device. Lot #: 1291324. Medical device expiration date: 31-oct-2026. Device manufacture date: 18-oct-2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and two non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 1291324. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200987620] noted for missing print. There was one (1) notification [200987687] noted for ink splatters. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 30-35 bd insulin syringes with bd ultra-fine¿ needles experienced scale marking issues. The following information was provided by the initial reporter: we wanted to bring to your attention that in almost every package of u-100 bd insulin syringes, the location of the 0 line is off (further down the syringe). Many are 1/2 to 3/4¿ off. This would have resulted in giving our cat a much larger dose (about 30% too much) of insulin that could have significant consequences. We have been buying these since january and estimate that of about 200 syringes, we had to discard about 30-35 of them.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 05-jul-2022. H6: investigation summary customer returned (2) 1ml syringes. The graduation markings on the syringes were measured using a gauge. The graduation markings on either end on the syringe barrel fell within the limits permitted by the gauge. A review of the device history record was completed for batch# 1291324. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for missing print. There was one (1) notification noted for ink splatters. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of defective scale markings. Root cause cannot be determined at this time as the issue is unconfirmed.